Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 38 for consecutive stalled motor, the alert was verified in device history, the user was instructed to restart, and an additional alert occurred post-restart leading to instruction to replace the device and use backup therapy until replacement. Symptoms included no change in blood glucose. Outcomes included the need for replacement and temporary interruption of automated insulin delivery until backup therapy was secured. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.